Event description:
It was reported that two multi-link stents were implanted in a mid right coronary artery (rca) without any difficulty. After an angiogram, the physician decided to stent distally to overlap the distally implanted stent to fully cover the lesion because the multi-link stent he chose was too short in length. A vision stent delivery system (sds) was advanced through the previously implanted stents without difficulty. The non-abbott guiding catheter (gc) was pulled back and the sds was pulled with the gc making the vision stent come into contact with the distal end of the implanted stent, but not causing any damage to the implanted stent, and dislodge from the sds inside the gc. The gc and sds were removed as one unit without difficulty and the procedure was aborted. There was no clinically significant delay in the procedure or no adverse patient effect reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.